Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported failed preventive maintenance. There was no patient involvement.

Event description:
The customer reported failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced rear case (cosmetic defect). Replaced discolored membrane. Replaced ail (chipped rt set guide damaged). Replaced upper pressure sensor( check IV). Replaced bezel ( noisy) replaced door (broken upper latch door). The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient a review of the device history record showed the device had a manufacture date of 19/nov/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to maintenance issue of the rear case a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for sn 1(B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced rear case (cosmetic defect). Replaced discolored membrane. Replaced ail (chipped rt set guide damaged). Replaced upper pressure sensor( check IV). Replaced bezel ( noisy) replaced door (broken upper latch door). Based on the findings, service determined that the probable cause of the reported issue was due to maintenance issue of the rear case. A review of the device history record showed the device had a manufacture date of (B)(6) 2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer. Correction: e2, g2.

Event description:
The customer reported failed preventive maintenance. There was no patient involvement.